Event description:
It was reported this was a vessel puncture closure of an unknown vessel using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the plunger was pressed with great force and no connection was made between the needle and the thread, which was noticed during step 3. Another prostyle was attempted and the same occurred. The sutures of two new prostyle were successfully pre-placed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event is estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.b3: estimated date of event was corrected from 11/15/22 to 11/7/22.

Event description:
It was reported this was a vessel puncture closure of an unknown vessel using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the plunger was pressed with great force and no connection was made between the needle and the thread, which was noticed during step 3. Another prostyle was attempted and the same occurred. The sutures of two new prostyle were successfully pre-placed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, additional information was received: it was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 14f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.